Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s parent, on approximately (B)(6) 2025, the pediatric patient experienced inaccurate values but no specific cgm nor blood glucose readings were reported from the event. An ambulance was called, and while waiting for the paramedics to arrive, the patient experienced a seizure. The patient was provided with glucose gel by the parent. When the paramedics arrived, the patient was taken to the hospital. A nurse removed the sensor and inserted a new sensor. No further treatment was reported to have been given, and the patient was only observed. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.